Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage traveled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of battery packs sn (B)(4) and sn (B)(4) was completed. Upon investigation the batteries were unable to power on a monitor or recharge. Both battery packs had an open f1 fuse. The root cause for the open fuses was excessive current draw from the patient's monitor. No adverse event resulted from the defective monitor or damaged battery packs.

Event description:
A us distributor reported that a patient's monitor would not power on with the patient's battery packs.